Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable result from coaguchek xs meter serial number (B)(4). The initial result was 6.4 inr, and then five minutes later the customer tested again with a result of 5.4 inr. Five minutes later the customer tested again and the result was 4.6 inr. The customer used the same finger for two of the results. The customer was advised to always use a new finger for each testing. The customer held his coumadin due to these results, without the doctor's instruction. He did not require medical treatment. There was no allegation of an adverse event. On (B)(6) 2017, the result was 6.2 inr and five minutes later, the customer tested again with a result of 7.0 inr. The customer had no recent illness, no changes in medications, no hematocrit issued, no lupus, no antiphospholipid antibodies, no other heparin, blood thinners or direct thrombin inhibitors. The customer had no symptoms of unusual bleeding or bruising. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 247896-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.9 inr and 2.8 inr, donor hct: 38% and 45%. Testing results: donor #1: master lot / customer strip and meter, 2.9 inr/ 2.9 inr. Donor #2: master lot / customer strip and meter, 2.8 inr/ 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. None of the given treatments/medications are currently known to interfere with the accuracy of the test results. Medwatch fields device available for evaluation and device evaluated by MFR were updated.